Event description:
Phlebotomist attempted to use the 23 gauge push button collection device to collect blood on this pt and the device fell apart in the phlebotomist's hands. The blue wing on the device came off. The pt was not stuck with the device and the device never made contact with the pt. (B)(4).